Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No delivery or occlusion alarm and no prime or fill anomaly noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alarm noted in the long trace or device history. Device received with cracked select button keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had squirting insulin while priming. Customer stated that insulin pump received a random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.